Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularization, an in.pact deb paclitaxel balloon catheter was used to treat the target lesion (prox and mid sfa). During a second revascularization, two pacific plus balloon catheters were used to treat non-target lesions(distal sfa and pop1). Same day, a pacific plus balloon catheter was also used to treat the target lesion. During a third revascularization, an in.pact pacific paclitaxel eluting balloon catheter was used to treat the target lesion. During a fourth revascularization, an amphirion deep was used to treat a non-target lesion. Approximately 19 months post first revascularization, 10 months post second revascularization, 7 months post third revascularization and 2 weeks post fourth revascularization, patient suffered hypoxia which was treated with medication. Patient died later on the same day. Investigator assessed event is not related to the index device, procedure or paclitaxel.